Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 19.5 mmol/l (inform ii system 1) and 5.3 mmol/l (inform ii system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch is for inform ii system 1. Reference medwatch with patient identifier (B)(4) for inform ii system 2. Device will not be returned.